Manufacturer narrative:
(B)(4).

Event description:
The physician intended to treat a lesion in the lcx exhibiting 85-90% stenosis, severe calcification and vessel tortuosity using an endeavor resolute (rx) drug eluting stent. Nothing unusual was noted during device preparation. Pre-dilation was performed on the lad and the lcx. The target lesion in the lcx was pre-dilated once for 12 sec at 15atm, 40% stenosis remained after pre-dilatation. It was reported that the stent could not pass the proximal-middle segment of the anterior descending branch and it was difficult to move the device forward or back. Force was used to move the device back and the stent dislodged in the opening of lcx. In addition, the stent wire had 'fallen apart', losing the stent shape. The patient was transferred to another hospital the following day and the stent was removed by surgery. At the same time as stent removal, the patient had bypass surgery to treat the clogged artery. The physician determined the reason of the event was the severe calcification present but was also potentially related to the product. The patient has recovered. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image review: the procedural images were reviewed for this event. The images show the diffuse disease present in the lcx and lad vessels. The images show pre-dilation attempts in the lcx. The images do not show the stent being dislodged from the delivery system however they do appear the dislodged stent at the opening of lcx.

Manufacturer narrative:
The lad had severe calcification and was tortuous.